Event description:
While attempting to remove a stone from the ureter during a ureteroscopy procedure on 11/9/99, the stone retractor broke. Surgeon unable to remove stone or basket. Basket and stone removed on 11/16/99 surgically. Surgery performed right ureterolithotomy and ureteroneocystotomy.